Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had air bubbles in their reservoir for the past 13 years. The customer reported they stored their insulin in the refridgerator. However, customer stated they would warm their insulin before use with the insulin pump. Advised the customer to avoid storing their insulin in the refridgerator. The customer declined to troubleshoot. No additional information provided.